Manufacturer narrative:
The customer reports the cns (central monitoring station) is randomly having patient data disappear and reappear on the cns. The customer also reported that all devices on the cns are intermittently going into comm loss. They stated they changed the hard drives about 2 months ago and have been having this issue since (B)(6). The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed. The unit has been tested for over 48 hours and the issues the customer reported could not be duplicated. The unit was tested with an org (telemetry housing), recorder, and printer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports the cns (central monitoring station) is randomly having patient data disappear and reappear on the cns. The customer also reported that all devices on the cns are intermittently going into comm loss. They stated they changed the hard drives about 2 months ago and have been having this issue since (B)(6).

Manufacturer narrative:
Manufacturer narrative:the customer reports the cns (central monitoring station) is randomly having patient data disappear and reappear on the cns. The customer also reported that all devices on the cns are intermittently going into comm loss. They stated they changed the hard drives about 2 months ago and have been having this issue since last september. The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed. The unit has been tested for over 48 hours and the issues the customer reported could not be duplicated. The unit was tested with an org (telemetry housing), recorder, and printer. The unit was evaluated and performed extended testing for 3 weeks and the reported problem could not be duplicated. The device was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.